Event description:
On (B)(6) 2012, the patient's parents contacted animas to report elevated blood glucose (bg) excursions while on pump therapy. The patient's father reported that the patient began to obtain elevated bg readings between the hours of 7am and 11am 2 weeks prior. The patient's father stated the patient's bg would elevate to the 300's to 500's mg/dl range. The reporter confirmed the patient tested positive for "extra large" ketones with the high bg's. At the time of the call, the patient's father informed customer support that in the past 2 days, the patient's bg's have remained elevated all day vs just in the morning. The reporter stated that the day prior the patient tested positive for ketones at 9:15am. At 10:30am, the patient was given an injection for correction and his bg came down and well as ketones. However, by noon, the patient's father claimed the patient's bg was back up to 400 mg/dl and tested positive again for large ketones. Patient was given another injection for the high bg and by 3:30pm that afternoon his bg had come down to low 200mg/dl range. By 7pm, the patient was still testing positive for large ketones and was given another injection and site was changed. At 9pm, the patient's father reported he tested 500 mg/dl and began vomiting. At that time the patient was taken off the pump, given an injection and then placed on an omni pod pump. The patient's father reported that the patient's bg's have returned to normal. At the time of the call, the patient's father informed customer support that he felt the pump was not delivering insulin correctly leading to the high bgs. The reporter stated since the high bg excursions started they changed the cartridges/sites/sets several times; however, high bgs would not resolve. The reporter stated, the patient's hcp also made adjustments to pump settings but that also did not help. The patient's mother confirmed all the pump settings were correct. The patient's mother confirmed all the pump settings were correct. The patient's mother denied any changes to patient's diet, activity level or other health issues that may have contributed to high bg. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
(B)(4):a review of the black box shows evidence of basal delivery interruption on (B)(4) 2012. The pump was suspended at 9:03pm, followed by a power on reset for 12 hours. The last basal delivery was at 9:00pm on (B)(4) 2012 and deliveries were never resumed on (B)(4) 2012. The pump powered up normally. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. An ezprime operation was performed with no issues. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.